Event description:
It was reported that the device was explanted after an implant duration of approximately 124.1 months. (Through follow-up with the health-care provider), it was learned that the device was explanted due to severe mitral regurgitation.

Event description:
It was reported that during the lv lead implant, the rv lead "popped back and was dislodged." The physician assumes this dislodgement caused a pericardial effusion. The patient's blood pressure is reported to have dropped and the patient died. There was no autopsy, however, the physician "doesn't think that our products were the cause of death." The cause of death was reported to be the pericardial effusion and considered to be procedure related.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.